Manufacturer narrative:
(B)(4). This complaint is related to MDR #1828100-2015-00746. During the laboratory evaluation of MDR #1828100-2015-00746, the pst observed the cursor to respond inaccurately to touch commands. The pst powered off ccm, replaced customer touch screen with lab-use only (luo) touch screen. Powered on ccm and performed touch screen testing. Observed luo touch screen to respond properly to touch commands determining customer touch screen is defective. Exterior and interior inspection by the pst found no damage or signs of abuse. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The product surveillance technician (pst) reported that during routine testing of the device at the service center, the central control monitor (ccm) has a defective touch screen. There was no patient involvement.

Manufacturer narrative:
If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.